Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'had an issue: thermistor disparity' was confirmed as a system error 345 . A review of the event history log revealed system error 345 messages. Evaluation performed thermistor testing and the device passed. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a thermistor disparity during testing in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.